Event description:
It was reported that the ilet¿s touchscreen was cracked while removing a third-party protective case that interfered with charging, resulting in a nonfunctional screen and trouble using the device; the event aligns with a device fracture affecting the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, including images and device details. Investigation of this case revealed a stress-related problem and that the cause was traced to user handling while attempting to remove the third-party case, consistent with a fractured touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was user-related.